Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. During femoropopliteal recanalization, the distal struts did not release. Further information is requested.

Manufacturer narrative:
New information: after additional correspondence with the local staff, it was clarified that "the stent stayed blocked at the moment of the release. No blockage from the outer sheet - but blockage of a strut on the internal sheet at withdrawal, creating a slight compression of stent. Stent fully released and covered the lesion. Shortening was finally not an issue as the physicians have taken a longer stent." Unfortunately, angiographic material which could help to evaluate the reported deformation of the stent could not be obtained. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 220 mm (i.e. Significantly beyond its intended range), resulting in severe compression and wrinkling of the stabilizer shaft. The shaft dimensions were measured outside of the deformed zones and comply with the specification. The stent has been fully released and was not returned. The handle shows no damage or irregularity. In the as-returned state, the safety button was in the unlocked position. The rotating wheel could not be further rotated. The introducer sheath and guidewire used in the intervention were not returned. Angiographic material which could help to evaluate the reported deformation of the stent could not be obtained. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. During femoropopliteal recanalization, the distal struts did not release. Further information is requested.